Manufacturer narrative:
The lot was manufactured between october 7, 2020 october 8, 2020. H10: three (3) devices were received for evaluation. A visual inspection was performed and a ruptured bladder was observed. The ruptured bladder was examined for signs of abnormality that may have led to the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined; however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of three (3) small volume intermates ruptured. The bladder rupture occurred prior to patient use of the device. There was no patient involvement. No additional information is available.